Event description:
A report was received that the patient was experiencing inadequate stimulation. It was confirmed through xray that the had migrated. The patient underwent a lead revision and was doing well postoperatively.